Manufacturer narrative:
Date of initial report: 2017-04-19. Date of follow-up report: 2017-05-19. The device was received for evaluation. The returned sample did not meet specification as received by medtronic. The reported condition of a false positive detection was confirmed. The investigation isolated the failure to the firmware being corrupt, but the root cause of the corrupt firmware could not be determined. The firmware was reinstalled to address the condition. The failure has been determined to be an isolated event and therefore, no additional corrective action has been implemented at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device gave a false positive detection. No patient injury occurred.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device gave a false positive detection. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.